Event description:
It was reported that the pt underwent a procedure for fusion. One posterior fixation system was implanted from o to c7 and another posterior fixation system was implanted from t1 to t5. It was reported that the cervical rod broke at c4/5. The revision surgery was performed approximately one and a half years post op to replace the broken rod.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event; however, the suspect devices in use are lot #s w06f2918 and w06f3274. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 6955245 was cleared in the united states.